Event description:
It was reported that a peritoneal dialysis (pd) patient observed a fluid leak from the pump module area of their cycler and from one of the lines to the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: d.9, h.3 plant investigation: the device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and no physical damage noted. There was evidence of dried fluid present within the cassette compartment, no burrs or sharp edges in the cassette area that could have punctured the cassette membrane were present. There were no visual indications of particulates within the cassette area. A post-ast simulated treatment was performed and encountered an m30 balloon valve leak warning during step 3 of setup. The balloon valve actuation test failed and encountered a delayed response from valve 11. The valve was replaced and the cycler actuated nominally. A post simulated treatment (ast) was performed and encountered m31 air detected in cassette warning during drain 0. It was discovered that the hp2 filter was clogged and it was replaced. The cycler underwent and passed a patient sensor check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection and encountered fluid in the hp2 filter. Fluid in the hp2 filter is a failure related to the reported m31 air detected in cassette warning. There were visual indications of dried fluid on the bottom cover under the pump assembly. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient observed a fluid leak from the pump module area of their cycler and from one of the lines to the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during fill 3 of 5 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient contact stated the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and confirmed that the patient was able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.